Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (check te messages/adjust belt messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting the distribution node (dn) and ECG "b". The root cause for the open wire was excessive force. No adverse events resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was experiencing adjust belt messages and check therapy pad messages.